Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left anterior descending (lad) artery. A 20 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion due to the heavy calcification and angulation of the vessel. The procedure was completed with a 2.5x16 promus premier stent. No patient complications were reported. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. An examination of the crimped stent identified that the proximal edge of the stent was bunched and as a result the stent struts were misaligned. This type of damage to the stent is more consistent with the stent getting on an object during its withdrawal from the patient. No issues were noted with the profile of the remainder of the crimped stent. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at 10cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).